Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. The pt experienced no adverse effects and no medical intervention was necessary treatment was successfully completed. Estimated blood loss was reported as 20 - 50 ml. Leak occurred one or two hours into treatment. The device has been discarded by the user facility, but a companion sample from the same lot has been requested for investigation.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.